Event description:
The customer reported that the left monitor on the sys would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep conducted an onsite investigation. It was determined that the left monitor needed to be replaced. The svc rep will open a new svc call for the repair. No further svc info was provided.